Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that flashback episode data was invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate therapy for a ventricular fibrillation (vf) episode and the implantable cardioverter defibrillator (ICD) interrogated invalid data. The patient had undergone radiation therapy which was likely the cause of the invalid data. The device was reprogrammed and cleared of the error. The device remains in use. No patient complications have been reported as a result of this event.